Event description:
It was reported a patient's atrial lead presented with an unknown malfunction. The lead was explanted in a procedure on (B)(6) 2021. Post-procedure the patient was stable.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 9.6 ¿ 9.9 cm from the distal tip . The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.